Event description:
Same event as MFR report #: 2134265-2008-00950. It was reported that during an iliofemoral stenting procedure, difficulties were encountered removing the guide wire from the stent delivery system catheter, and there was formation of a clot. The vessel was moderately tortuous. Following advancement of the diagnostic catheter, the physician advanced the amplatz wire over the bifurcation. When he removed the diagnostic catheter to advance the stent delivery system, he noted a sticky residue on the wire. He then removed the amplatz wire and wiped it down and continued with the procedure. The physician initially attributed the stickiness to the amplatz guide wire, however, when it was noted that the diagnostic catheter was used past expiration the physician was then unclear. Next, as they were advancing the unistep stent delivery system catheter on the wire, the physician noted resistance. When he removed the stent delivery system catheter, the amplatz wire came out as well. The physician stated "it felt like the amplatz was stuck inside the stent catheter". Following removal of the wire from the catheter outside of the body, the physician was asked to deploy the stent a little bit outside of the patient. The stent easily deployed and was captured again. However, the physician thought there was a clot inside of the stent catheter, and therefore used all new devices to continue the procedure successfully. Clexane given during procedure. No patient complications were reported, and patient status was reported as 'stable'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.